Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro2 cable connector broke off when it was plugged into the handle. A replacement cord was used to complete the procedure. There was no pt effects. The product was returned. The event date was unk.

Manufacturer narrative:
Investigation: visual inspection revealed that one end of the cable was exposed and the housing had detached and was not received. The detachment was a clean separation, no broken components or adhesive was visible. Based upon the visual observations, the reported complaint for "connector broke off" was confirmed. (B)(4).